Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a cannula was leaking fluid. There was no adverse event or patient consequences. No further information was provided.

Manufacturer narrative:
On may 28, 2020, the photo investigation was completed. Photo investigation summary: upon visual evaluation of the image provided in the complaint, it is not possible to observe leakage in the cannula. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).